Manufacturer narrative:
(B)(4). Evaluation summary: the product was returned and the reported inflation difficulty and contamination were not confirmed on the returned device. The cause of the reported inflation difficulty could not be determined. The source of the reported contamination could not be determined because there was no contamination on the return. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the similar incidents complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed and the return analysis, there is no indication of a product deficiency. It should be noted that the nc trek instructions (IFU) for use states: submerge the balloon in sterile heparinized normal saline during balloon preparation to activate the coating. The nc trek IFU, also states: prior to use examine all equipment carefully for defects. Do not use any defective equipment.

Event description:
It was reported that during inspection of the 3.50x15 nc trek rx dilatation catheter prior to use, fiber strands were observed on the balloon but did not appear to be "prominent", therefore, no further attention was paid to the observation. The device was prepared outside of the anatomy but was not submerged in heparinized saline prior to use. The catheter was then advanced in the moderately tortuous/calcified mid right coronary artery to the target site for post-dilatation of a non-abbott stent. An attempt was made to inflate the balloon; however, the balloon did not inflate. Upon removal of the device from the anatomy, the fiber strands were observed again. Using the same inflation device, another unspecified balloon was used successfully to complete post-dilatation. There was no adverse patient effect and no reported clinically significant delay in the procedure. Reportedly, the fiber strands were not balloon shredding. No additional information was provided.

Manufacturer narrative:
(B)(4) - use after damage and incorrect preparation. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.